Manufacturer narrative:
(B)(4). Correction type of investigation - correction to remove code 3331 from the initial MDR.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an app crash alert occurred. On (B)(6) 2023, the patient experienced hypoglycemia and lost consciousness. The patient was not answering the phone so the son called the paramedics. When the paramedics arrived, the patient was unconscious on the floor. They took a blood glucose reading which was 2.4 mmol/l when they arrived. The paramedics treated the patient but the patient couldn´t remember what was provided for treatment. When the paramedics left the bg was 3.8 mmol/l. At the time of the report the patient had recovered from the event. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.